Event description:
The patient's system is for off-label use. It was reported the patient did not charge the ipg as recommended. The ipg has been unable to communicate with the charger or programmer due to being inoperable. The event date is unknown. As a result, the patient may undergo surgical intervention on a later date.

Event description:
Follow-up revealed the patient's ipg was explanted. Per the manufacturer¿s device record database, the patient¿s ipg was replaced with a different model.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Manufacturer narrative:
Evaluation codes: results: the complaint for no communication was confirmed. The ipg would not communicate due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg passed all tests. Per event details, the patient reported he had not charged his ipg for 5 months. According to the eon mini dfu review, there is adequate information for preserving the ipg when not in use. The dfu states ¿do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy.¿ sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.